Event description:
A product liability claim was raised. It was reported by pt's counsel that his client received a dorum hip generic, in (B)(6) 2006. During a f/u examination, it was discovered that due to wear metal dust caused damaged to the bone. On (B)(6) 2010, his client underwent revision surgery. No other info was provided apart from this complaint.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While the cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should add'l info be received, or the product is returned and investigated and the result becomes available that might change this assessment; an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).